Event description:
While opening dressings at the end of case a long tegaderm with a pad was opened onto the field. The scrub person noticed a foreign material on the dressing. The material was less than an inch in diameter and looked like aluminum foil. The tegaderm was immediately removed from the field and the scrub person changed her gloves. The area where the tegaderm was laying was covered with a sterile green towel.